Manufacturer narrative:
Insulin pump alarmed prime alarm during the basic occlusion test due to protruded and loose drive support disk. Unable to perform the occlusion, prime and excessive no delivery test die to a prime alarm. Insulin pump received with cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube and minor scratches on lcd window.

Event description:
Customer's mother reported that the insulin pump was shooting out insulin and then returned an error alarm during manual priming. Customer's mother stated that insulin continued to drip out after the motor stopped. Customer's mother stated that the insulin pump had recently been dropped. Customer's mother stated that the insulin pump's drive support cap was sticking out. Blood glucose level was 199 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.